Event description:
It was reported that customer experienced broken pump screen, and later it was confirmed that pump screen remained cracked with touchscreen unreadable and unresponsive even though pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor coordinated replacement pump to restore insulin therapy, with no additional information available regarding any further actions or outcomes.